Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-12281. This report is related to a germany patient. It was reported the patient had been receiving ineffective therapy. As a result, the patient decided to have their scs system explanted.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-12281.